Event description:
Additional information received from the consumer reported that the patient had called their managing health care provider (hcp) and they wouldn't see the patient. Increasing the stimulation did not resolve the lack of effect. The lack of effect had not been resolved and if the patient found a different hcp, they would have it removed.

Manufacturer narrative:
Concomitant product: product ID 3889-41, lot # va042tz, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and there was a fall that could be related to the issue. The patient fell in (B)(6) 2014. The patient was wetting their pants and lost bladder control 6 months ago around (B)(6) 2015. The patient turned stimulation up to 3.9v and it still didn¿t resolve the issue. The patient¿s symptom control was not 50 percent or better. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the stimulator was no longer functioning; it was not known if the patient had a dead battery or if it wasn¿t providing therapy. It was noted that the patient had asked to have the system removed but that had not occurred yet. No further patient complications are anticipated or expected as a result of this event.